Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over/under delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 499 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer states the insulin pump is either over delivering or under delivering high blood glucose event. Customer has been using insulin pump system within 48 hours of high blood glucose event. Customer experienced symptom such as headache for high blood glucose event. The device will be returned for analysis.